Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the device had a shut down button(energy selector) problem and fails to shutdown. There was no report of patient involvement.